Event description:
It was reported that during a da vinci-assisted myomectomy procedure, a fragment from a bipolar maryland instrument broke off and fell inside the patient. The cause of the fragment detaching is unknown. Fortunately, the fragment was retrieved during the same procedure and its complete retrieval was visually confirmed. No additional surgical procedures were required to remove the fragment, nor were any post-operative tests, such as x-rays or ultrasounds, conducted to check for remaining fragments. The procedure was successfully completed robotically. A backup bipolar maryland instrument was used to complete the procedure. The patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
The bipolar maryland instrument has not been returned for failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single site bipolar maryland instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken pieces were not returned, measuring roughly 0.3045¿ x 0.0670¿ in sizes. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.

Event description:
Refer to h11 for follow-up information.